Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that noise, oversensing and pacing inhibition was observed on the right ventricular and atrial channels. The inhibition resulted in greater than two seconds of asystole for this patient. The right ventricular channel was reprogrammed to unipolar pacing configuration and the oversensing was resolved. The patient will continue to be followed on a monthly basis. No additional adverse patient effects were reported.